Event description:
At the smart lock operation, 18mm locking screw did not lock in the hole of the plate and continued to roll. The surgeon left the hole without locking screw.

Manufacturer narrative:
Investigation is in process.